Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the prime and excessive no delivery test. No excessive no delivery alarm noted. The device was received with cracked display window corner.

Event description:
Customer reported that the insulin pump is alarming no delivery. Customer stated that she has changed the infusion set twice and the reservoir as well and is still having the issue. Blood glucose is 246 mg/dl. Customer stated she has tried different cannula lengths, does rotate insertion sites and the insulin is not expired or denatured. Customer stated the tubing is not bent and she uses the serter to insert. Customer stated she has tried all solutions. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.